Manufacturer narrative:
A visual examination revealed no visible damage reported by the manufacturer. Further analysis required the replacement of the whole valve driver assembly. Device also needed new 2.3.2 flashcard. The customer's complaint is confirmed. The root cause for this complaint is non-conforming components.

Event description:
According to the complainant, during preparation, it appeared the hydratherm ablator control system unit's console was releasing smoke during power up stage. While testing the unit, the smoke was very light and disappeared quickly.